Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right superficial femoral artery. A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of ta device leak. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately at the centre of the balloon. The rated burst pressure for this device is 10 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.